Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had minor scratches on the lcd window, broken battery tube threads, a broken belt clip slot at the battery tube threads area a and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is normal. Blood glucose value was 7.1 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.